Event description:
It was reported that at implant, the leadless implantable pulse generator (ipg) would not deploy from the delivery system properly. The device would not release from the catheter after deployment while the catether was unlocked. Numerous attempts were made to no avail. The device was removed and replaced with a new one successfully. No patient complications have been reported as a result of this event.